Event description:
A pt reported blood glucose results of "12.0 mmol/l and 9.5 mmol/l" with a lifescan meter, performed within 10 mins of each other. The control solution test failed. The meter, test strips, and control solution were replaced.